Event description:
Health authority russia reported that a patient with pain is to be revised approximately 3 years post-operatively to address three fractured rods. This report captures the radius spinal rod.